Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the pieces of reservoir compartment was missing. Customer¿s blood glucose level was 174 mg/dl. The customer was advised to discontinued the insulin pump and revert back to back up plan. The device will be returned for analysis.